Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. Additionally, the customer reported that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issues could not be verified or duplicated, and the cause of the reported issues could not be determined. The device remains unrepaired with the customer.

Event description:
A customer contacted stryker to report that their device did not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. Additionally, the customer reported that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. This issue is patient related; however there was no adverse event reported.